Event description:
"The clip applier was fully closed right back to the stop on the handle. But after the vessel was cut, it started to bleed heavily and the clip fell off. The surgeon had to open the patient to retrieve the fallen clip and stop the bleeding. The surgeon is adamant that he fully closed the handle back, but the clip retrieved was not fully closed. My only suspicion is that he closed the clip on a stone, so the clip did not close properly, and the stone moved during the procedure." "The procedure had to be converted to open."

Manufacturer narrative:
The incident device is currently being evaluated. Upon completion of the evaluation, a follow-up report will be submitted.